Event description:
Customer reported hospitalization due to high blood glucose. The current blood glucose reading is 276 mg/dl. Customer treated with manual injection. The blood glucose reading at the time of the event was over 600 mg/dl. Customer complained of nausea and diffuculty breathing. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.